Event description:
The customer reported that while transporting a pt to an ambulance, the unit shutdown. Once the pt was in the ambulance, the unit was plugged in, and it functioned normally. No pt injury was reported.